Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced reoccurring incontinence requiring 5 pads per day, according to the physician. An artificial urinary sphincter (aus) replacement surgery was performed in which all components were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.